Event description:
During a cerebral aneurysm coiling procedure, the physician reported that the coils herniated through the stent into the parent artery. There were no patient complications, and the patient is in good condition.

Manufacturer narrative:
The product in question was disposed of at the user facility and will not be returned to the manufacturer. If further significant information is found, a supplemental report will be submitted. Based on the information known at this time, the manufacturer cannot conclusively determine the cause of the user's experience.